Event description:
The doctor reports that it is impossible to remove the mount from the implant. The procedure was concluded using another implant. Affected position: 26. Bone type: ii.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: (B)(6).g4: premarket identification: k011028/k013227. H4: device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. Visual evaluation of the as returned devices identified the implant and bundle mount with signs of use. During physical / functional test the mount disengaged from the implant as intended. No apparent malfunction was identified. DHR review was completed for the subject lot number 1263508. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1263508 for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release. A definitive root cause could not be determined since device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, and functional testing the device malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.